Event description:
It was reported to philips that geometry movements were unavailable while the system was in clinical use. There was no patient or user harm reported. Philips has started an investigation of this complaint.